Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for generator changeout. During the procedure, it was found that the patient's right ventricular lead was damaged. Upon connecting the lead to the new pacemaker, the lead exhibited failure to capture, failure to sense, and high, out of range pacing impedance. Programming changes were made. The patient was stable.